Manufacturer narrative:
(B)(4). Pump not received stuck in manufacturing mode. Pump was received with partially broken reservoir tube lip, missing reservoir tube retainer and missing reservoir tube o-ring.

Event description:
Customer reported via phone call that insulin pump was damaged. Customer states insulin pump had cracked on rim of reservoir compartment. Customer¿s blood glucose was 106mg/dl at time of incident. Customer advised to discontinue use of pump and revert to backup plan as per hcp¿s instructions. Insulin pump will be return for analysis.